Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: premature clip deployment. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis/hematoma. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when advancing the thumb advancer the clip prematurely deployed. Location of the clip was not reported; however, hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was provided.